Event description:
Information was received from competitor, pci involving 2 endeavor drug-eluting stents were implanted in the lad on an unknown date. Patient later underwent pci due to ami were a non-medtronic stent was implanted. Patient presented at hospital with cpa and expired. Physician commented that patient was suffering from circulation failure and it is unlikely that the death was due to the cardiac event but this cannot be confirmed.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure - (death), (no results available since no evaluation performed) - device or procedural images not provided for reviewevaluation codes, conclusions: inherent risk of procedure, (death). (B)(4).